Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was high out of range impedance. When pressure was applied to the pocket, a significant amount of noise was observed on the superior vena cava coil to can channel. The lead remained implanted.